Event description:
I began using (B)(6) fasciablaster in (B)(6) 2016 for pain relief. By (B)(6) 2016, I became very ill and started having digestive issues which began as diarrhea, then constipation and for 4 months this continued along with abdominal pain, bloating and horrendous gas. I started under a naturopath's care in (B)(6) and my bowel movements became loose and soft instead of diarrhea. In (B)(6) 2017, I couldn't take the digestive issues any longer and consulted with a gastroenterologist. I had a colonoscopy on (B)(6) and the findings from that were tortuous colon. The side effects were everything I described above. I spoke with a licensed massage therapist that evening and told her about my findings and the fasciablaster. Her reply to me was this "fascia connects skin to muscle and other tissues in your body. If you used it hard enough or often enough it could have irritated the ligaments that hold your intestines in the way they are supposed to be, to the point they gave up or had to move to protect the underlying organs. I would say that it isn't so far fetched to totally discredit that idea." I had a colonoscopy in (B)(6) 2011 and there was no report of a tortuous colon. Also, of one point about 6-7 weeks ago, the pain in my hip and low back was so bad I could barely moved. I haven't used this device in over 4 weeks now and have no pain. I am waiting on results of cortisol tests, but the theory is this device has raised my cortisol levels increasing my inflammation, causing me to gain 15 pounds to date and 6 percentage points in body fat. Depression and anxiety were so bad 6-7 weeks ago that it interfered with my life. I have all of my hormone levels tested approx every 2 months and all levels have dropped. There have been no other changes in my life other than using the (B)(6) fasciablaster. I had this device at my home but rarely used it on myself, maybe averaging 1 every 2 weeks from (B)(6) 2016 - (B)(6) 2017. Once every 3-4 weeks beginning in (B)(6) 2016. I would pay my chiropractor to professionally use the device for an hour at a time on my legs, calves, hips back arms and abdomen.